Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient felt dizzy and tired and her ventricular rate decreased a few days after this right ventricular (rv) lead was implanted. Further review revealed the rv lead had dislodged leading to high pacing thresholds. As result, the system was reprogrammed sub-threshold and the patient underwent a revision wherein the rv lead was successfully repositioned. The rv lead remains in service. No additional adverse patient effects were reported.